Event description:
A webform complaint was received in which an error message was reported on the adc device. Customer was unable to obtain readings and as a result, customer experienced loss of consciousness or seizure and required treatment of fruit juice, sugar or food provided by a relative, neighbor, or friend. Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The reported product will be investigated once received from the customer. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."this serves as a correction report. Section(s) updated as follows: h.6: updated codes: type of investigation, investigation findings, investigation conclusions. H.10: updated investigation findings.

Event description:
A webform complaint was received in which an error message was reported on the adc device. Customer was unable to obtain readings and as a result, customer experienced loss of consciousness or seizure and required treatment of fruit juice, sugar or food provided by a relative, neighbor, or friend. Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.